Event description:
The red cap located at the end of the tube that should connect to feeding tube broke apart and resulted in the entire gj tube to be removed and replaced. The red cap is not supposed to be removable.